Event description:
Doctor reported that during the procedure, he couldn't remove catheter from the patient after re-entry of wire. The device was prepped according to IFU. The catheter was not coiled at any point prior to insertion. The cannula tip was fully retracted before insertion. During prep the cannula/needle actuated smoothly. There was difficulty retracting the cannula back into the catheter. There was a one to one response to the nose cone while rotating the hemostatic valve during prep. The guidewire was an atw 300cm, floppy tip. There was no trouble advancing the outback over the guidewire. There was no trouble loading the guidewire with the outback. Proper orientation was confirmed under fluoro prior to actuation. The user held onto the black handle while torquing the device. There was no resistance when torquing the device. The l marker leg was verified during fluoro. The torque in the catheter shaft was released after the tip was properly positioned. The cannula/needle actuated smoothly at the lesion and the physician was able to re-enter the vessel with the guidewire. There was resistance when removing the outback from the patient and abnormal force was required. The cannula was retracted prior to the catheter withdrawal.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported having headaches and hearing ¿noises¿ along with pain at the implant site. The results of an integrity test (date not reported) indicated normal receiver stimulator function with multiple electrode anomalies. Programming around the anomalous electrodes did not alleviate the issues. The device was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).